Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call needle break on the sensor. Customer's blood glucose level was 7.4 mmol/l and their sugar glucose was 6.7 mmol/l. Customer's father advised the insulin pump went into low suspend at 6.7 mmol/l when it is actually set to suspend at 3.4 mmol/l. Customer's father advised the needle on the sensor broke and it does not function properly. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.